Manufacturer narrative:
Upon visual inspection of balloon catheter, 2af283 / 12925, results showed the push button luer was broken and leaking. Smart chip verification showed that the catheter was not used. The balloon catheter failed the test due to broken luer. In conclusion, the reported broken luer issue has been confirmed through testing. The catheter failed the inspection due to a broken push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.